Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d4; d8; d9; g3; h2; h3; h6 and h11. Corrected field: b3. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab. Test results history in descending order: 1. Sampling date: (B)(6) 2025, sampling from: endoscope washer, cfu: 34 colony forming unit (cfu), bacterial identification: pseudomonas aeruginosa. 2. Sampling date: (B)(6) 2025, sampling from: straight tank, cfu: 2 colony forming unit (cfu), bacterial identification: pseudomonas aeruginosa. 3. Sampling date: (B)(6) 2025, sampling from: endoscope washer, cfu: 105 colony forming unit (cfu), bacterial identification: citrobacter freundii. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the device was tested negative by olympus, therefore the user request is not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 105 colony forming units (cfus) of citrobacter freundii. The device was retested on (B)(6) 2025, and it tested positive for 2 cfus of pseudomonas aeruginosa. The device was tested again on (B)(6) 2025, and tested positive for 34 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.